Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately high and displayed an unknown "error" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. It was reported, the patient obtained blood glucose results of "78 mg/dl" with the subject meter and "68 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with novolog insulin through pump therapy. Despite the alleged issues, the patient continued to follow his usual dose of medications (including sliding scale). The reporter claims the patient went into "diabetic shock" and passed out. That same morning, the patient was taken to the emergency room (ER) and was administered intravenous (IV) fluids (type not specified) as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca walked the reporter through a retest to resolve the alleged unknown "error" message. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (1/17/2013)-device evaluation: the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.